Event description:
Sent to lab for blood work by physician. Assured following phone call, that they could handle latex allergy pt. Arrived early am, announced allergy, assured they would safely care. Waited for care, began suffering symptoms: itchy eyes, nasal congestion; was taken in care unit; tech opened bag with non-latex products, large waste basket for latex gloves in this room. Other techs disposed of gloves while blood was drawn. Began having tachycardia and difficulty breathing. Taken into hall area where began wheezing. Used personal inhaler several times and rested before being able to leave building, used prednisone at home.